Event description:
Reporter alleged she felt hypoglycemic symptoms, obtained a result of 179 mg/dl on the complete system, and did not treat herself because she trusted the result. Reporter stated that she passed out 15 minutes later, her family found her an unknown time later, and she was treated with orange juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device. Reporter discarded the strips, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.